Event description:
This report summarizes 3 malfunction events, where it was reported the cot dropped. 1 event had a patient who did not experience adverse consequences; 1 event had a patient who experienced pain; the patients in all 3 events experienced pain.

Manufacturer narrative:
The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed; the device had a pinched component. The device was repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the cot dropped. 1 event had a patient who did not experience adverse consequences; 1 event had a patient who experienced pain; the patients in all 3 events experienced pain.